Manufacturer narrative:
The ventilator was investigated on site and the o2 and air gas modules were replaced and returned for investigation. During simulated use test performed on june 13, of the air and o2 gas modules in a ventilator, the ventilator generated alarms for low o2 concentration. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. Our investigation has concluded that the most probable cause of the generated alarms can be traced to interaction between several parts in the air gas module. It was concluded that the solenoid has a contributing effect to this behavior but the root cause has not yet been fully established.

Event description:
It was reported that during patient treatment, the ventilator alarmed for high o2 concentration. There was no patient involvement. (B)(4).